Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2324bcc was received for investigation. Visual inspection noted that the anchor of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, was broken. No visual issues were found with the eyelet and suture. Functional testing was performed, and no issues were found when the outer sleeve was screwed/unscrewed and threaded smoothly throughout. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, it was hard to insert the anchor no matter how the position was adjusted or tightening the suture. The head of the implant was broken too. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.